Event description:
On two occasions the epidural catheter, made by this MFR, was used with a touhy needle from another MFR's tray. On both occasions, the epidural catheter broke in the pt's back during the procedure. The first event occurred on 1/18/94 with a 28-yr-old pregnant female weighing 162 lbs. The second event occurred with a 32-yr-old pregnant female weighing 172 lbs.